Manufacturer narrative:
Yoshiyuki ishii, hiroki ochiai, hiroyuki sako, masahiko watanabe. Long-term oncological outcome of reduced-port laparoscopic surgery (single-incision plus one port) as a technical option for rectal cancer. Asian journal endoscospic surgery. 2023;16. Doi: 10.1111/ases.13222. Pages 687¿694. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to literature source of study performed between 2021 and 2017, to clarify the oncological safety of reduced-port laparoscopic surgery (single-incision plus one port) (rps) for patients with rectal cancer. There were 63 patients selected with clinical stage I-iii (t1-3 and n0-2) rectal cancer who underwent rps of radical anterior resection. The patients without a scheduled ostomy, the device was used in the region of the umbilicus. On the patient with planned diverting ileostomy, the device was used on the right lower abdomen of the umbilicus. Postoperative complications included wound infection in one (B)(4) patient.